Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was admitted to the intensive care unit and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported experiencing a blood glucose level of 1200 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer went to the hospital and was admitted to the intensive care unit and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.